Manufacturer narrative:
Result: power cord plug was missing the ground prong. Communication cord had bent and missing connector pins. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by svc report that the power cord plug was missing a ground prong, and the communication cord had ben and missing pins. It is unk if there was pt involvement or adverse consequences to report.